Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the freedom driver display showed asterisks instead of numbers for the fill volume and cardiac output.

Manufacturer narrative:
No new alarms were recorded in the driver's alarm history. Visual inspection of external components found cosmetic damage including cracks on the fan cover, a chip on the display cover, a scratch along the right side, and cracks in two housing bosses of the front driver housing. Oily residue was found on the interior drivelines between the clamp and the strain relief. The product label was also scratched. Visual inspection of internal components found scuff marks on the main pcba and primary motor as well as melt marks on the speaker to lcd ribbon cable. Component damage is unrelated to the complaint. The driver passed all incoming functional testing. In an attempt to recreate the reported issue of the driver display showing asterisks for fv and co, the cable from airflow sensor to main pcb was manipulated with the driver running to see if there were fluctuations in readings. The driver display did not show any abnormal fluctuations during this test. A three day extended observation run was performed. During this test, no alarms were generated and the driver functioned as intended. The investigation was not able to confirm or reproduce the customer reported issue and there was no evidence of a device malfunction. The investigation was unable to confirm or replicate the customer reported issue of cardiac output and fill volume readings displayed as asterisks. The driver passed all functional testing, no device malfunction was identified. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. Ce 5475 comp-(B)(4) follow-up report 1.